Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was an electrically shorted capacitor, designator c80, on the digital pcb assembly.  Physio observed that the shorted capacitor caused excessive off current electrical leakage which depleted the internal hybrid layer capacitor (hlc) batteries of the device.  The device would power on, charge and shock, during testing. Physio also observed non-shorting tin whiskers on the charge-pak flex cable assembly; however, there was no evidence that it contributed to the reported issue. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the internal hybrid layer capacitor (hlc) batteries had dropped to zero (0) volts.  This issue could inhibit the device's ability to provide defibrillation, if necessary.